Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device was experiencing an unspecified issue for which the customer requested service. Additional information related to the alleged issue was not provided and attempts to obtain additional information have gone unanswered. There was no reported patient involvement/adverse patient impact.